Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and confirmed the customer reported condition. The service engineer reseated the exhalation seal and corrected a leak in the patient circuit. The ventilator passed self-testing.

Event description:
It was reported that, during testing, prior to setup on patient, the ventilator went into safety valve open.